Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. No battery/low battery alert or power anomalies noted during testing or in power graph, however device received with corroded battery tube and corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump won't turn on anymore. The customer¿s blood glucose level was 322 mg/dl. Customer reported that the insulin pump also received replaced battery alarm. Customer said that they received a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. This was the second occurrence of replace battery now alarm in less than 8 hours after a low battery warning. Customer tried to reset the insulin pump but it won't turned on back. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.